Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Patient reported a left side ruptured device, diagnosed by ultrasound. The device was explanted and replaced. Patient is very concerned as it is a cancer patient and had many surgeries already.

Manufacturer narrative:
Analysis of the returned device identified device to be underweight, broken shell and red particles. A visual and microscopic analysis was performed which identified a striated broken on the radius. Base on the device analysis the final assessment is: a striated broken on radius due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported a left side ruptured device, diagnosed by ultrasound. The device was explanted and replaced. Patient is very concerned as it is a cancer patient and had many surgeries already.